Manufacturer narrative:
The analysis did show that the bearings of the intermediate drive and the bearings in the head have been worn out. This caused the head to heat up. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 yr presumption rule. Incident occurred in switzerland.

Event description:
During a standard treatment, the head of the handpiece got hot and burned the pt on cheek. The burn was almost not noticeable and therefore was no medical care necessary. Further details related to pt have not been supplied by the dental office.